Manufacturer narrative:
(B)(4). Date of initial report : 08/31/2015. Date of follow-up report: 12/22/2015. Evaluation of the returned device could not confirm the reported issue. Visual examination found that it was used, but identified no visible defects. The jaws opened and closed normally when the handle was activated and the knife would smoothly deploy. All testing of the device found it to function normally and within specification. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with the reported issue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would not release after being applied to the patient's tissue. Another device was used to complete the case and there was no injury to the patient. No further information is available at this time.